Event description:
It was reported that during an indirect decompression spacer (spacer) implant procedure, the spacer spindle cap broke. A new spacer was successfully implanted, and the patient was doing well postoperatively. The spacer was disposed of by the medical facility.